Event description:
The rptr did meter to laboratory comparison tests. Reported a meter reading of 149 mg/dl, and a laboratory test result of 119 mg/dl. Rptr did not have any symptoms. No details of tests were given. Followup attempts to contact the reporter for further info have not been succcessful.